Event description:
This customer requested a review of the electronic event file from a pt event. The involved pt died, but there was no allegation that the device malfunctioned or that it was a factor in the pt outcome.

Manufacturer narrative:
This customer requested a review of the electronic event file from a pt event. The involved pt died, but there was no allegation that the device malfunctioned or that it was a factor in the pt outcome. A follow-up report will be submitted after philips obtains more info about this event.